Event description:
It was reported that the user experienced post-breakfast hyperglycemia to 264 mg/dl after announcing a "less than usual" meal, followed by a pump-driven correction that preceded hypoglycemia to 48 mg/dl, which the user treated with glucose tablets while reporting no symptoms; the pattern occurred in the context of frequent ¿less than usual¿ breakfast announcements made to avoid lows, and the device was subsequently factory reset and reconnected (ilet with g7), with education provided on best practices for meal announcements. Symptoms included hypoglycemia and hyperglycemia. Outcomes included use of medication (glucose tablets). Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, identified a usage problem related to improper or incorrect procedure with the user interface for meal announcements, and confirmed the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.